Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the physician attempted to use vena seal adhesive to treat a 20 cm segment in a patients great saphenous vein (gsv). It was reported that the laser maker was supposed to be 3cm from the end of the white catheter but in this case was 12cm from the catheter. The adhesive did not advance near the junction and the stump remained 8cm. The physician opted to perform high ligation. No further patient complications were reported.

Manufacturer narrative:
Image review: one image was received for evaluation. From the image, the laser marker was measured at approximately 12cm proximal from the distal tip. Device evaluation: the venaseal kit was returned for evaluation. Components received to analysis lab include: a blue introducer, a dilator, a white catheter, a syringe filled with dried adhesive, a guidewire within a hoop, and a dispenser gun. The returned catheter was visually examined and no kink or deformity was noted. The catheter laser mark was measured at 12cm. According to the product specification, the length of the laser mark proximal to the distal tip was 3cm. A known good catheter was compared to verify the laser marking location proximal to the distal tip. The laser mark on the catheter was measured at approximately 3cm proximal from the distal tip. If information is provided in the future, a supplemental report will be issued.